Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated an in-stent restenosis of an unspecified stent located in the superficial femoral artery. After pre-dilation, a 5.0x40mm sterling balloon was advanced to attempt post dilation but the balloon ruptured on the 1st inflation at 8 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).